Event description:
It was reported that 50 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "the issue is that the stoppers pop off whether using the system closed or opened. "

Manufacturer narrative:
Investigation summary: no sample and no photo were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 2.97ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.